Event description:
The time of event is unknown. There was no report of patient harm. Suction nipple loosened.

Manufacturer narrative:
We checked the returned unit and confirmed that the suction arm loosened. Based on the result, we concluded that it was caused due to the excessive force applied on the suction arm. In addition, we confirmed that the balloon feeder socket deformed, and the remote control button cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0620(control body)"" and/or the risk analysis results, it was evaluated to submit MDR.